Event description:
Customer reported excessive no delivery alarms. The customer stated he has been doing his own troubleshooting and determined that his insulin pump needed to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked display window corner and minor scratches on the display window.